Event description:
It was reported that the device exhibited a motor rate error. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. However, the device had been repaired in 2016 for a related issue. The reported issue was confirmed. The root cause of the reported issue was a defective stepper motor. The stepper motor was replaced. Further investigation identified that remediation was needed. The pump was recalibrated and passed all performance verification testing.